Event description:
It was reported that during a routine generator change the right ventricular (rv) lead showed high threshold. The patient was dependant to the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45, implantable pacing lead, (B)(6) 2007. (B)(4).